Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the water would not flow from the interpulse handpiece with fan spray tip, however, there was sound coming from the motor. Upon disassembly, melted components were discovered. There were no patient or user injuries, and no adverse consequences.